Event description:
The reporter stated that the product was opened by operating room staff during a surgical procedure. The outer product packaging appeared normal. The product was in place between the packaging sheets, but was broken into pieces and appeared discolored. The product texture was normal to the touch. Other product was available to be used to complete the procedure. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.